Event description:
It was reported the pt was experiencing ipg pocket heating whether the stimulation was on or off. It was reported the issue was not related to using the charging system. The pt could not provide when the issue started, and the sjm representative asked the pt to make note of the occurrences.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.